Event description:
The nurse reports a flexi-seal signal fms was inserted into the intensive care unit(ICU) patient for diarrhea. Additionally, it is reported the patient is in the ICU for underlying diseases of cardiac angina, bypass heart surgery, septicemia, intestinal ulcers and is receiving hemodialysis. The nurse states forty milliliters of water was instilled into the retention balloon when the fms was placed. It is further reported the fms was in place approx fifteen days when on (B)(6) 2015 "bloody diarrhea" was noted and the fms was discontinued. The nurse reports finding a rectal ulcer in the patient after the fms was removed and the patient received "blood infusion and polycarbophil calcium' for the rectal ulcer. (B)(6).

Manufacturer narrative:
Based on the available info , this event is deemed to be serious injury. No further info was available at the time of the report. Additional patient/event details have been requested. Should additional info become available, a f/u report will be submitted. (B)(4).